Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The initial report included a finding of 104 - software problem identified. This was incorrect and should have been coded as 4203 - electrical/electronic component problem identified. 6 years or more have passed since the manufacture of the device, and it is assumed that the electronic components on the dp board deteriorated over time due to long-term use, and the dp board failed. The image signal processing including the freeze control is carried out in the dp substrate, and it is inferred that the image freeze occurred by this failure. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. This supplemental report is also to advise that upon further review the following issues recorded in the initial report are not reportable malfunctions. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunction were to recur: found minor scratches on top cover and loose video connector unit latch.

Manufacturer narrative:
During the evaluation of the returned device, the additional evaluation findings were observed: found minor scratches on top cover / fixable, loose video connector unit latch causing unstable image, faulty dp board / freeze image, out dated software version. The image issues were attributed to a faulty printed circuit board. The device was serviced and returned to stock.

Event description:
The device referenced in this report is an asset return. During evaluation of the device, it was found that the image was freezing/flickering. No patient involvement reported.